Event description:
Faradise clinical study, clinical ID: (B)(6). Subject ID: (B)(6). It was reported that a faradrive steerable sheath clear is introducing bubbles through the hemostatic valve. To solve the issue the device was replaced. No patient complications reported, and the device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.